Event description:
It was reported during an af ablation procedure that the physician punctured through the septum into a surgical pouch while attempting to go transseptal. The pt did not require open heart surgery but did require the placement of a chest tube to drain normal saline from the plural cavity. The pt was in the hosp for approximately one week following the procedure, was discharged and is reportedly doing well. The transseptal puncture reportedly went through the right atrial septum into a region between the right atria and aorta. The saline that was infused during the transseptal needle stick was infusing in the plural cavity and is what facilitated the placement of a chest tube. The physician stated that the reason this happened was due to pt's anatomy and not due to a product malfunction. An agilis, 2 brk's, a sl 1 and a viewflex (2005) were used during the procedure.

Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the lot number is unk. The cause for the reported puncture through the septum into a surgical pouch remains unk. The doctor stated that the reason this happened was to pt's anatomy and not to due to product malfunction.